Manufacturer narrative:
H10: additional information was received, and the cause of death was not related to the device. Therefore, based on the reported device allegation, the file was reassessed for reportability and determined to be reportable as malfunction. Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. The medical records allege bard denali filter was advanced and positioned at the lower margin of the renal veins for a patient. As deployment was performed, however the device became ensnared in the distal aspect of the deployment sheath. This occurred despite attempts at a smooth continuous withdrawal of the outer sheath and may be related to an unusual hook configuration of one of the longer limbs of the filter. Gentle rotation was performed but the hook was firmly engaged in the end of the sheath and this required modification of the deployment system with the use of a device to hold the filter in place wile withdrawing the outer sheath forcibly. This resulted in one angulated limb, but overall axial deployment of the vena cava filter in appropriate position, as this was felt ineffective orientation and no further intervention was performed. Post deployment inferior vena cavagram was performed which confirmed appropriate placement of the inferior vena cava filter with only slight tilt, well within the range of effectiveness. Although angulation of one of the filter legs related to the malfunction of one of the deployment systems was noted, as this was felt to be of no clinical significance. Approximately three years and eleven months later, a computed tomography of abdomen and pelvis was performed for inferior vena cava filter evaluation. The study showed that the sagittal extend of the filter was at the mid l3 vertebral body and inferior extent was at inferior l4 vertebral body. The study also showed that a total of four prongs have perforated the inferior vena cava and the maximum distance of prong perforated was 7 mm. Also, the coronal images showed 12-degree tilt of filter right-to-left, and the sagittal images showed 6-degree tilt anterior to posterior. Also, the diameter of inferior vena cava directly above filter measured to be 12 mm x 19 mm. The patient was expired. The cause of death was mentioned as congestive heart failure. Therefore, the investigation is confirmed for the alleged activation failure, material deformation, positioning problem and perforation of the inferior vena cava. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the inferior vena cava. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Deployment was performed. However, the device became ensnared in the distal aspect of the deployment sheath. This occurred despite attempts at a smooth continuous withdrawal of the outer sheath and may be related to an unusual hook configuration of one of the longer limbs of the filter. Gentle rotation was performed, but the hook was firmly engaged in the end of the sheath. This required modification of the deployment system and use of a device to hold the filter in place while withdrawing the outer sheath forcibly. This resulted in one angulated limb, but overall axial deployment of the vena cava filter in appropriate position, this was felt to be in an ineffective orientation and no further intervention was performed. Approximately four years post filter deployment, CT revealed positive caval perforation. A total of four prongs have perforated the ivc, series 2, image 47. Maximum distance prong perforated is 7 mm, series 2, image 47. Therefore, the investigation is confirmed for perforation of the ivc and material deformation. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 07/2015).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated the ivc. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly expired.